Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, after firing the device, it was noted that not all staples were fired. They needed more time for the procedure, they "controlled the stapled suture." There were no adverse consequences for the patient.